Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each before being deactivated by the user at the end of second prime. Inspection of the needle mechanism found no damages or manufacturing deficiencies that would result in a needle mechanism failure. Though no issues were observed, it could not be conclusively determined when the needle mechanism deployed and if it deployed as intended during use. The exact cause of the reported event could not be determined.